Event description:
Scoliosis patient was implanted from t1-l5 with pangea screws and rods. Follow up x-ray showed minor slipping of the rods at l4-l5. X-ray taken 2009 showed the rod had slipped out of the l5 screw. Patient was returned to the or. Surgeon removed the screws at l4-l5 and replaced them with another co's screws. He did not remove the rods. This report is #4 of 4 on this event.

Manufacturer narrative:
Additional information has been requested. Investigation is ongoing. Subject device was received, and is currently in the evaluation process.